Manufacturer narrative:
Address: (B)(6). Phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection revealed that one extremity of the effluent pump segment was disconnected from the support plate. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The involved operator was retrained and awareness training was provided to all operators. The batch involved in this report was manufactured prior to these actions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prisma flex m150 set leaked during patient treatment in the intensive care unit. The tubing was found to be detached from the set. The set was replaced with a new set and treatment continued. There was no patient injury or medical intervention associated with this event. No additional information is available.